Event description:
PICC line was leaking at the 20 cm mark during insertion. Line removed and a new line placed. Required additional poke to baby and prolonged handling. No apparent harm - reached the patient/person -- inconvenient.

Manufacturer narrative:
We received the catheter attached to a needle-free connector (not a vygon germany product) as a faulty sample. The catheter was flushed with water, and no leakage was detected. To assess integrity under increased pressure, the catheter tip was clamped; even under these conditions, no leakage was observed. Microscopic examination of the 20 cm marking and the junction between the catheter tube and extension line revealed no tears, or cracks, or other defects. Based on these findings, no defects were identified, and the cause of the reported complaint could not be determined. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing during production as part of the quality control process. In addition, incoming goods are inspected, and two 100% visual inspections are performed after packaging. A two-year review of vygon USA's complaint data from december 1, 2023, to december 31, 2025, indicates that this is the second reported complaint involving a broken and leaking catheter from lot 25f003d. Corrective action: based on the investigation findings, no defects were identified, and the cause of the reported complaint could not be determined. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.

Manufacturer narrative:
Once the sample is received, the investigation will be completed and the results will be communicated through a follow-up MDR.

Event description:
PICC line was leaking at the 20 cm mark during insertion. Line removed and a new line placed. Required additional poke to baby and prolonged handling. No apparent harm - reached the patient/person -- inconvenient.